Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator lever was cleaned and adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the collimator was stuck in the down position and would not open. This condition will render the system inoperable. There is no report of pt injury associated with this event.